Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
System was explanted and replaced to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02171, 3006705815-2023-02923. It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances and the patient experienced discomfort/pain located at the ipg site. As such, surgical intervention may occur to address the issues.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.